Manufacturer narrative:
One cardiomems patient electronics system power supply model cm1110 was received for investigation. Visual inspection verified the power supply had frayed and exposed wires confirming the field reported event.

Event description:
The patient reported exposed wires of the power supply cable. The power supply was replaced and there were no adverse consequences reported by the patient.